Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that as soon as priming began with a polyflux140h, an external fluid leak was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device and photographs of the sample were received for evaluation. The visual inspection of the provided photo shows the product wet after use and only the product label is visible. The visual inspection by naked eye of the device shows the product wet. A leak test of the dialysate side was performed and a leak was found. The cause of the leak is due to a crack in the welding seam. The reported condition was verified. The cause of the crack could not be determined. A batch review was conducted and there were no deviations found related t this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.